Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that upon rebooting this system, the site was unable to restore their previous registration as the software said, "cannot be restored with this frame", even though the same non-invasive patient tracker (nipt) was still plugged into the system. The case was cancelled due to issues not related to the navigation system. Technical services had the manufacturer representative unplug and plug back in the nipt, with no change. Technical services then recommended trying a different nipt. The manufacturer representative reported that upon using a known working nipt, they still could not retrieve the previous registration. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome. The system was used during a endoscopic sinus tumor resection surgical procedure. The patient had started hemorrhaging from the bleeding, and they were in the process of finalizing stabilizing and waking up the patient when they noticed that the navigation system was no longer working.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 1.3.2, product ID: 9735736, software version: 1.3.2. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, there were no failures found. The navigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d14 are applicable. H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. B01, c10, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.